Event description:
During open heart procedure tip of straight mayo scissors broke off. Portion of scissors that broke off was unable to be retrieved during surgical exploration due to the condition of the pt. Tip of instrument remains in pt as verified on x-ray.